Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that the mcm30 clips would not deliver (blocked in open position). Another instrument was used to complete the case. There was no consequence to the pt.